Event description:
On (B)(6) 2014, the patient contacted animas alleging that for the past couple of weeks her blood glucose (bg) goes up to 500mg/dl with thirst three to four times a week. The patient stated that she corrects elevated bgs with the recommended amount from the pump and then she ends up having low bg. Troubleshooting could not be completed at the time of initial contact. Customer technical support made attempts to contact the patient for follow-up and troubleshooting, without success. This complaint is being reported based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy. The pump could not be ruled out as a cause or contributor.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.